Event description:
Device 1 of 2. Reference MFR report: 1627487-2018-03239. Additional information received indicated the patient was kept overnight in the hospital for monitoring and rehydrated and told to rest. Reportedly, the patient's condition has improved.

Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
Device 1 of 2, reference MFR report: 1627487-2018-03239. It was reported during a drg trial implant procedure a dural puncture occurred. The patient later complained of a headache and treatment was provided. The manufacturer has requested device information and the nature of the treatment provided to the patient.